Manufacturer narrative:
Additional information was received that the patient underwent an scs replacement procedure. The patient was doing well postoperatively. The explanted devices were not returned to bsn as they were kept by the medical facility. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing inadequate stimulation and frequent ipg charging. It was also noted that patient had multiple contacts out. The patient will undergo an scs revision procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8120-50, serial#: (B)(4), description: artisan surgical lead, 50 cm.

Event description:
A report was received that the patient was experiencing inadequate stimulation and frequent ipg charging. It was also noted that patient had multiple contacts out. The patient will undergo an scs revision procedure.